Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed the bender tips have been plastically deformed, with a portion of the tips broken off, and not returned for analysis. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during rod bending, resulting in overload of the outside corners of the instrument. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the bender was broken and retrieved. No patient complications were reported.